Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.50 x 20 synergy drug-eluting was selected for use. However, during preparation, the edge of the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported.